Event description:
The customer reported that as soon as the unit is turned on, it shuts right back off. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR 03oct2019. Date of report 04oct2019. The manufacturer's field service engineer (fse) was able to duplicate problem not working on battery power. The fse found the switch to turn on battery power was turned off. The fse made the change. The fse found tested unit passed all performance tests and the unit is ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported that as soon as the unit is turned on, it shuts right back off. There was no patient involvement.